Event description:
Welds in seat base, back support, and headrest are cracking. Used for stress testing, only 2 years old. Danger exists if force is applied to unit. Rptr have welded the unit to repair and add extra support, because MFR would not replace.